Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 337 (mg/dl). Reportedly, customer drank hot cocoa prior to reported event. A correction bolus was administered to stabilize bg levels. Customer declined any further troubleshooting on the reported event.